Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio-control observed that when the device was moved, it would power off by itself. Physio-control then opened the device and reseated all of its internal connections, as well as checked/tightened the device's battery pins. Once all of the connections were confirmed to be secure, the reported issue could no longer be duplicated. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off twice while they were monitoring a patient. The customer further advised that the device would power off any time that it was moved. The patient, a (B)(6) female, survived the event. She was being evaluated due to experiencing abdominal pain. The customer further advised that patient care and ability to take vitals were not compromised due to the issue with the device.